Event description:
It was reported that the iab was inserted in the cath lab without being zeroed and calibrated. The pt was being prepared for transport when the driveline was noted to be half full of blood. The pump was turned off and an attempt was made to remove the iab. The lab tech tried to remove it through the introducer sheath, but was instructed by the physician in the correct method, by using a spring wire guide. After some difficulty, the iab was successfully removed and replaced. There were no associated pt complications.